Manufacturer narrative:
(B)(4).

Event description:
Physician working with xps "180w, 240.000 joules. Secundary effects: incontinence of urine severe and bladder burn: 3cm."

Event description:
It was reported that following greenlight xps procedures, 3 male patients were noted to have post surgical complications of incontinence and burn in urethra and bladder. Additional information not provided. This report is for the first male patient/procedure.